Manufacturer narrative:
A patient experienced ipg inoperable was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected data: the explant date has been corrected to read (B)(6) 2017.

Manufacturer narrative:
The date of event and date of explant are estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an inoperable ipg. The patient had surgical intervention in which the ipg was explanted due to the battery dying. The patient received a replacement device and currently has effective therapy.